Manufacturer narrative:
Visual inspection performed the day 19 feb 2016 by r&d project manager: percutaneous tower, code 03.52.10.0001 lot. 1411038: as described in the complaint, two towers were involved one tower is missing one of the four distal retentive pins. The instrument is still functional whit one pin leass, however the retention is expected to be a little reduced and the tower can come off. The pins themselves are made of biocompatible material (stainless steel per astm f899) and are radiopaque, therefore in case of loss within the surgical field they can be retireved. One tower is sightly deformed on the distal part of the inner sleeve. This part of the instrument fits and engages the implant, therefore such deformation can lead to limited retention of the tower-implant interface. In both cases, the damage can be adressed to excessive forces applied to the instrument during surgery (reduction, distraction, compression manoeuvres) however the event is not addressed to a wrong use, rather to the mechanical limitations of the instrument for complex/extreme manoeuvres. Multiple towers (minimum 6) are included in the set, therefore the surgery can proceed. In case all towers fail, the surgeon can still proceed with standard instrumentation (swhitch from percutaneous to mini open or open procedure) with minor damage to the patient (enlargement of the surgical incision and limited delay of procdure). The percutaneous set and the percutaneous tower are subject to general re-design and improvement within the oingoing projects also with the aim of preventing such events. Mis reduction driver, code 03.52.10.0007 lot. 1411042. The setscrew is stuck on the retentive tip of the driver. Once disassembled (on a bench vise) the setscrew itself appears undamaged, whereas the tip of the hex driver is visibly deformed. The appearance of the deformation suggest that the driver, whith the setscrew in place, was hammered against a rigid surface (e.g. The rod or the instrument table) in fact the edges of the hex are bent outwards forming burrs, preventing the setscrew to be disengaged. The driver is made of har material (stainless steel aisi 630) hardened by heat treatment, therefore such deformation cannot occur by normal, manual use of the instrument. The event is considered as result of a user error.

Manufacturer narrative:
On 23 may 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 04 jan 2016, the r&d project manager performed a preliminary investigation of the retrieved instruments and commented as follows: damage of the inner shaft of the percutaneous tower. The same parts were already used several times in previous surgery at the same centre. The damage can be due to excessive forces applied to the same (reduction/compression manoeuvres) and/or wear and tear of the instrument. The set always contains multiple towers (at least 6 parts) and dedicated instruments to help re-engage the percutaneous tower to the screw (rescue instrument 03.52.10.0024) that can be used to complete the surgery. Alternatively, as in this case, the surgeon can use the instruments from the standard set, though this requires to widen the surgical incision and, in extreme cases, to switch from a percutaneous to a mini open or open surgery. The standard instrument set is always available to the surgeon when using the percutaneous instrument set, and the implant for perc. Surgery are fully compatible with the standard instrumentation. Batch review performed on 13 january 2016: lot 1411038: (B)(4) items manufactured and released on 02 september 2014. No anomalies found related to the problem. Not yet received.

Event description:
We did a minimal invasive surgery on a two level mini open procedure and with a video recording for the cadaver workshop. 3 instruments where damaged during surgery. We used the percutaneous towers. When the rod was in place we tried to place the set screws with the reduction pliers. It was impossible to engage the set screw into the screw even when the pliers where standing completely on reduced. One of the surgeons tried a couple of times, but eventually the towers came off as seen in previous cases. After completing the rod engagement with the two step reducer and long set screwdriver from the must system, I saw when I was dismantling the towers, that on one of the inner sleeves a metal part from the distal side was missing (broke in the welding). We'd make a fluoro scopy, to control if the missing part was in the patient. Because the piece was so small we couldn't see if there was something left. It is also possible that the metal part felled off beside the patient. The other sleeves came also off (same lot number) and this one was bent a little bit in the distal part. We used the set screwdriver from the percutaneous set, because the percutaneous towers came off quit easily it was recommend to remove the set screw, but it was impossible to remove the set screw with hand and even with force from an instrument. Because we were loosing precious time I commanded a separated set screw without a screw to proceed the procedure. The surgeon was not happy with all of this, because we lost approx. 20 min of surgery time with reattaching the towers and unable proper engaging of the set screws, extra fluoroscopy and with a video recording. All the pieces are available for further investigation.